Event description:
It was reported that the fiber was fractured. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the connector was detached and not returned with the fiber body, confirming the reported allegation. A functional analysis could not be performed as the connector was not returned for analysis. Burn marks and melting were observed on both ends of the fiber body. It is likely that the detachment of the connector occurred after the device was packaged during manufacturing. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber was fractured. The procedure was completed with another device. There were no patient complications.